Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead lost capture following implant, possibly due to micro-dislodgement. It was also reported that the the initial implant was complicated with a pneumothorax. The lead was repositioned and is still in use. No further patient complications have been reported as a result of this event.